Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a damaged bottom housing, damaged streamline battery clip, a leaking backup battery, and a corroded backup battery bracket. The bottom cover, battery and bracket, streamline cable, and vent bands were replaced. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer site and is ready for use. Visual inspection of the returned streamline battery cable showed a bent plastic contact and the battery had signs of leakage. The side of the battery had a slit and various holes where there was leakage. It was noted that the battery was found to be expired since 28feb2022 indicating that it was expired at the time of the event. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 3-¿powering the system¿ stated that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. The battery expires 3 years from its manufacturing date. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected section d4, catalog number: corrected section d4, lot number: corrected section d4, primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate power modules were physically damaged. Related manufacturer report numbers: 2916596-2023-08111 and 2916596-2023-08113.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a damaged bottom housing, damaged streamline battery clip, a leaking backup battery, and a corroded backup battery bracket. There were three purchase order attempts made but it was not provided. No further testing was performed. The unit returned to the customer in an unrepaired condition and labeled ¿not for human use¿. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.